Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a super low anterior resection, it was stiff to attach the anvil to the trocar. The device was used as is and another anvil was used to complete the case. There were no adverse consequences to the patient. The 1st trocar and 1st anvil were stiff to attach, the 2nd trocar and 2nd anvil was attached as usual, the 1st trocar and 2nd anvil was attached as usual. No change in procedure due to this event. The patient is staple after the operation. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2023. D4: batch # 827a78. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. Further analysis of the device showed that the trocar was damaged. However, the test anvil was installed onto the trocar without any difficulties. In addition, the device was reloaded with staples and tested for functionality with a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect noted on the trocar has been correlated to a manufacturing process. The condition of the washer is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 827a78, and no non-conformances were identified.